Manufacturer narrative:
A visual and microscopic examination was performed on the returned device. The device was received with a broken catheter and complete circumferential tear in the balloon material. The distal detached section of the device containing balloon material, shaft, the distal markerband, a section of blades and pads and the tip were not returned for analysis. A visual and microscopic examination identified that the balloon was unfolded which indicated it had been subjected to positive pressure. A complete circumferential tear was identified in the balloon material beginning approximately 4mm proximal to the proximal edge of the proximal markerband. The distal section of the balloon material was not returned for analysis. No issues were noted with the balloon material that could have contributed to the damage identified. The rate of burst pressure of this wolverine device is 12atm (atmospheres). A visual and microscopic examination identified a complete break in the catheter of the device approximately 1443mm distal to the strain relief. Multiple kinks and stretching damage were also noted along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the section of blades and pads returned for analysis identified no damage or any issues with the blades. A visual and tactile examination identified multiple kinks on the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that the balloon was difficult to remove from the lesion and a portion detached. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and severely tortuous lesion in the distal left circumflex artery. A 10mm x 2.75mm wolverine coronary cutting balloon was advanced through a guide catheter and a guidezilla extension catheter to the lesion and inflation was performed. However, the balloon got stuck within the calcification during removal. The physician attempted to change contact position of the stuck wolverine using the guidezilla, but was unsuccessful. Therefore the physician pulled out the wolverine forcibly that resulted in the balloon separation. The detached pieces of the device remain inside the patient; one and a half blades remain in the distal lcx and the tip remains in the posterior descending lcx. The detached balloon was apposed against the vessel wall using a stent. The procedure was completed with rota. The patient condition is good after treatment.

Event description:
It was reported that the balloon was difficult to remove from the lesion and a portion detached. A percutaneous coronary intervention was being performed on a 90% stenosed, severely calcified and severely tortuous lesion in the distal left circumflex artery. A 10mm x 2.75mm wolverine coronary cutting balloon was advanced through a guide catheter and a guidezilla extension catheter to the lesion and inflation was performed. However, the balloon got stuck within the calcification during removal. The physician attempted to change contact position of the stuck wolverine using the guidezilla, but was unsuccessful. Therefore the physician pulled out the wolverine forcibly that resulted in the balloon separation. The detached pieces of the device remain inside the patient; one and a half blades remain in the distal lcx and the tip remains in the posterior descending lcx. The detached balloon was apposed against the vessel wall using a stent. The procedure was completed with rota. The patient condition is good after treatment.